Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Low bg resulted in the customer losing consciousness. Paramedics were called to provide assistance and administering an injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.